Event description:
According to the reporter, during the closure of gastrocutaneous fistula, the surgical team was unable to fire and deploy the staples. It was noted that the stapler got stuck. Multiple attempts were tried but with no success. A new stapler was opened and had no issues. A surgical delay of no more than 30 minutes occurred while waiting for the new equipment. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.